Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - upon reception, the returned smarttouch tablet was tested and the reported behavior was not reproduced, as several interrogations were performed without any issue with test implants. - analysis of available expertise files revealed a crash of the programmer software module on 21 december 2022, due to a sudden closure at the dynamic-link library (dll) level. - this issue could be linked to an alteration of the application behavior for energy savings purposes, due to a too low battery level. Indeed, it was found that the battery level was lower than 5% about ten minutes before the observed issue. - the tablet followed the normal repair workflow (including a re-ghost to restore its initial configuration) and was sent back to the field.

Event description:
Reportedly, during the interrogation of devices and during real-time tests, the screen of the tablet froze and no action could be performed. Restarting the tablet solved the issue.